Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately one month ago. The endurant stent grafts were implanted without complication. It was reported that the patient expired three days post implant due to an unknown cause. No further information was provided. Review of returned films 2-days post implant show no obvious stent graft issues. Films are non-contrast; therefore unable to access for any possible endoleak or stent graft occlusion. The proximal ID of the stent graft measured 23 -24mm, the neck was straight, and the stent graft was placed just below the renal arteries. The ipsilateral limb was placed into the right iliac; both limbs were essentially straight. The aaa maximum diameter was 3cm, and the distal aorta was small (2cm ID) with some minor compression of the contralateral limb (to 7mm ID) seen within the distal aorta. No device related issue could be confirmed that may have contributed to the patient's death.

Manufacturer narrative:
(B)(4) method: (film). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm) 212 unapproved use of device (stent graft was implanted in a patient with a pre-operatively ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); operational context contributed to event (stent graft was implanted in a patient with a pre-operatively ruptured aneurysm).